Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distributor found wrinkles and peeling in the sealing area of the packaging. There was no patient involvement. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found creasing in the seal for (1) pouch. A dye test found the seal is conforming. Sterility has not been breached. Upon reassessment of the reported event, it was determined to be not reportable as no product failure was found and the product is within specifications. No further investigation or action is required after review. The initial report should be voided.

Event description:
No further information at the time of this report.